Manufacturer narrative:
The pump was discarded by the pt following removal.

Event description:
It was reported by the pt that the pump which had been placed following a shoulder procedure stopped delivering the pain medication. The pt removed the pump without incident and continued taking the oral medication which had been prescribed at the time of discharge.